Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and rash ("skin rash"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain and rash outcome was unknown. The reporter considered pelvic pain and rash to be related to essure. The reporter commented: she need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nausea, vomiting, fever, vaginitis and dysfunctional uterine bleeding. Concomitant products included cetirizine hydrochloride. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal hemorrhage ("abnormal bleeding (vaginal,"), menorrhagia ("abnormal bleeding menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain") and pain in extremity ("bilateral leg pain"). On an unknown date, the patient experienced rash ("skin rash"), fatigue ("fatigue."), urinary tract disorder ("urinary problem"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse),"), dermatitis allergic ("rash/skin condition"), hypersensitivity ("hypersensitivity") and bladder disorder ("bladder problems"). The patient was treated with surgery (hysterectomy, salpingectomy, excision of labial inclusion and diagnostic d&c). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain and pain in extremity had resolved and the vaginal hemorrhage, menorrhagia, rash, dysmenorrhoea, fatigue, urinary tract disorder, dyspareunia, dermatitis allergic and bladder disorder outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, hypersensitivity, menorrhagia, pain in extremity, pelvic pain, rash, urinary tract disorder and vaginal hemorrhage to be related to essure. The reporter commented: she need for additional surgery. Discrepancy noted in removal date- (B)(6) 2017, (B)(6) 2013, (B)(6) 2013, (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion; on (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-apr-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included corpus luteum cyst, follicular cyst of ovary, chronic cervicitis, nabothian cyst, adenomyosis, paratubal cyst, pelvic pain female and ovarian cystectomy. Concurrent conditions included nausea, vomiting, fever, vaginitis and dysfunctional uterine bleeding. Concomitant products included cetirizine hydrochloride. On (B)(6) 2013, the patient had essure inserted. In january 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal,"), menorrhagia ("abnormal bleeding menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain") and pain in extremity ("bilateral leg pain"). On an unknown date, the patient experienced rash ("skin rash"), fatigue ("fatigue."), urinary tract disorder ("urinary problem"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse),"), dermatitis allergic ("rash/skin condition"), hypersensitivity ("hypersensitivity") and bladder disorder ("bladder problems"). The patient was treated with surgery (hysterectomy, salpingectomy, excision of labial inclusion and diagnostic d&c). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain and pain in extremity had resolved and the vaginal haemorrhage, menorrhagia, rash, dysmenorrhoea, fatigue, urinary tract disorder, dyspareunia, dermatitis allergic and bladder disorder outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, hypersensitivity, menorrhagia, pain in extremity, pelvic pain, rash, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: she need for additional surgery. Discrepancy noted in removal date-(B)(6) 2017, (B)(6) 2013, (B)(6) 2013, (B)(6) 2016, (B)(6) 2017(as per mr). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion; on (B)(6) 2013: total bilateral occlusion. Pathology test - on (B)(6) 2016: right labial minora, cyst, excision: benign mucous cyst. No dysplasia or carcinoma identified. Endometrium, biopsy: scant fragments of benign endometrium with changes suggestive of exogenous hormone effect, scant fragments of benign endocervix, no atypia or carcinoma identified. Specimen: a. Right labial minora, b endometrial tissue. Clinical information: heavy bleeding, vulvar lesion. Gross description: specimen a "right labial minora." It consists of a 2.0 x 1.2 x 0.7 cm collapsed, tan-pink cyst with overlying finely wrinkled, tan-brown skin. Extruding from the cyst is cloudy, thick fluid. Prior to sectioning, the resected surface is inked black. The cut surfaces show a smooth-walled cyst with no papillary excrescences. Specimen b "endometrial tissue." It consists of a 0.5 x 0.5 x 0.1 cm aggregate of red-brown blood clot. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: medical record received: medical history was added. Patient demographic, rcc were updated. Ticked significant due to imdrf-FDA synchronization cycle. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nausea, vomiting, fever, vaginitis and dysfunctional uterine bleeding. Concomitant products included cetirizine hydrochloride. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal,"), menorrhagia ("abnormal bleeding menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain") and pain in extremity ("leg pain"). On an unknown date, the patient experienced rash ("skin rash"), fatigue ("fatigue."), urinary tract disorder ("urinary problem"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse),"), dermatitis allergic ("rash/skin condition"), hypersensitivity ("hypersensitivity") and bladder disorder ("bladder problems"). The patient was treated with surgery (hysterectomy, salpingectomy, excision of labial inclusion and diagnostic d&c). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain and pain in extremity had resolved and the vaginal haemorrhage, menorrhagia, rash, dysmenorrhoea, fatigue, urinary tract disorder, dyspareunia, dermatitis allergic and bladder disorder outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, hypersensitivity, menorrhagia, pain in extremity, pelvic pain, rash, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: she need for additional surgery. Discrepancy noted in removal date- (B)(6) 2017, (B)(6) 2013, (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 15-dec-2013: total bilateral occlusion; on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 7-jan-2020: information transferred from deletion case (B)(4) - events urinary problem,back pain , back paindyspareunia (painful sexual intercourse),rash/skin condition, hypersensitivity, bladder problems were added. New reporter, lab data, all source documents and reference section were transferred to this case. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nausea, vomiting, fever, vaginitis and dysfunctional uterine bleeding. Concomitant products included cetirizine hydrochloride. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal,"), menorrhagia ("abnormal bleeding menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain") and pain in extremity ("bilateral leg pain"). On an unknown date, the patient experienced rash ("skin rash"), fatigue ("fatigue."), urinary tract disorder ("urinary problem"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse),"), dermatitis allergic ("rash/skin condition"), hypersensitivity ("hypersensitivity") and bladder disorder ("bladder problems"). The patient was treated with surgery (hysterectomy, salpingectomy, excision of labial inclusion and diagnostic d&c). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain and pain in extremity had resolved and the vaginal haemorrhage, menorrhagia, rash, dysmenorrhoea, fatigue, urinary tract disorder, dyspareunia, dermatitis allergic and bladder disorder outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, hypersensitivity, menorrhagia, pain in extremity, pelvic pain, rash, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: she need for additional surgery. Discrepancy noted in removal date- (B)(6) 2017, (B)(6) 2013, (B)(6) 2013, (B)(6) 2016 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion; on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 8-apr-2020: extension of expected date of next report only based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nausea, vomiting, fever, vaginitis and dysfunctional uterine bleeding. Concomitant products included cetirizine hydrochloride. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal,"), menorrhagia ("abnormal bleeding menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain") and pain in extremity ("leg pain"). On an unknown date, the patient experienced rash ("skin rash") and fatigue ("fatigue."). The patient was treated with surgery (hysterectomy, salpingectomy, excision of labial inclusion and diagnostic d&c). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain and pain in extremity had resolved and the vaginal haemorrhage, menorrhagia, rash, dysmenorrhoea and fatigue outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, fatigue, menorrhagia, pain in extremity, pelvic pain, rash and vaginal haemorrhage to be related to essure. The reporter commented: she need for additional surgery. Discrepancy noted in removal date (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: new pfs + mr received- new events added: abnormal bleeding (vaginal, menorrhagia),dysmenorrhea (cramping),fatigue, abdominal pain, leg pain were added.outcome of events pelvic pain, abdominal pain and leg pain from unknown to recovered/resolved were updated.new reporters were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.